Event description:
Additional information was received from the rep. The model number and implant date of the ins was reported. The serial number of the ins was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a seroma at the ins pocket after the definitive implant. It was noted to be possibly related to the procedure. The ins was repositioned and the issue resolved. The patient was alive with no injury. The issue occurred post-operative. Multiple sclerosis with a date of onset for pain/first vascular symptoms in (B)(6) 2010, and the patient to be treated with sacral cord stimulation was noted as patient medical history.